Manufacturer narrative:
(B)(4). A device history record review was performed. There were no nonconformities, rework activities, or first pass test specification failures related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether the patient was connected to the homechoice (hc) at the time of death or if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned for evaluation. A review of the event log revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. Visual inspection found no physical damage. The power on self-test was successfully completed. A one hour therapy was performed successfully with no issues. Review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.